Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii xenon light source was too dark as the scope went deeper into the patient. The issue occurred during a diagnostic upper gastrointestinal procedure. The procedure was delayed, which results in the remaining cases for the day being delayed. The device was used to complete the procedure. There were no reports of patient harm. Reports are being submitted on the video system and light source. An additional report for the light source was submitted due cases at the site being delayed. Please refer to the following reports: patient identifier of (B)(4) is related to model number: cv-190, serial number: (B)(6). Patient identifier of (B)(4) is related to model number: clv-190, serial number: (B)(6).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue was happening with multiple scopes. The customer was advised to check that brightness was on auto and the brightness scale was set to 0, but the image was still dark and nothing could be seen. Iris peak was set to auto and the customer had already tried changing the light source interface and digital light source cables. Tac recommended sending the device for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.